Event description:
Information received indicates the siderail will not latch due to a broken latch rivet.

Manufacturer narrative:
The technician replaced the broken latch rivet to repair the stretcher.